Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their ins would be replaced due to nine years being up, but the corner of the ¿ins kept poking and was painful on the spot for the last two years¿. They stated that they had to charge the ins for 8 hours for the last two years as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s ins moved towards the butt crack area a few months ago. The patient has been increasing stimulation on all groups because they were not feeling stimulation and not getting relief for a little over a week. The patient was getting poor communication with the patient programmer (pp) and was unable to adjust the stimulation. The patient tried changing the batteries in the pp. The patient was able to connect to the ins and increase the stimulation by using the pp antenna. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that the patient was seen on (B)(6) 2019 and did not comment on the event listed other than that she had not charged her ins device recently. The hcp said they were unaware of any actual issue and the patient did not show any significant migration of the ins at that time. No further complications were reported.